Event description:
A power source alert 07 was reported by the customer, leading to a shutdown alarm 12 and a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.